Event description:
A malfunction alarm was reported, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.